Manufacturer narrative:
According to the customer on (B)(6) 2022, when using the safety needle 'after the injection was given when taking the needle out of the patient's leg to safety lock it the needle/hub detached from the syringe'. The customer reported when removing the needle the nurse 'had too safely try and get the needle out of the patient's leg and safety lock it'. The customer reported there was no serious injury or medical intervention. The sample was returned for evaluation and a definitive root cause could not be determined at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2022, when using the safety needle 'after the injection was given when taking the needle out of the patient's leg to safety lock it the needle/hub detached from the syringe'.